Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer blood glucose was in 300s and after meal seems like he was in 450s mg/dl. Customer¿s current blood glucose is 275 mg/dl. The customer states if the blood glucose is 400 mg/dl give a shot. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the pump. Troubleshooting was done for high blood glucose and no delivery and customer reports event resolved by complete set change. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will be and the reservoir will not be return for analysis.